Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the pump. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube and lip, and cracked belt clip slot.

Event description:
It was reported that the customer received a button error alarm on his insulin pump, after it was dropped in water and possible exposed to perspiration. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).